Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled with 120 units. Review of t:connect pump data indicated that the customer filled the cartridge out of the load sequence, filled tubing, and resumed insulin delivery in order to troubleshoot the occlusion alarm. After insulin was resumed, the customer received low insulin alerts and the empty cartridge alarm. The customer would load a new cartridge and resume insulin delivery to address the event. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a manual injection.